Event description:
It was reported that a technician in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the device was difficult to remove. In accordance with the instructions for use, the access ports were used to remove the device from the patient's anatomy. Hemostasis was achieved with the clip. There were no adverse patient effects reported. Though requested, no additional information was available.

Manufacturer narrative:
(B)(4): evaluation summary: evaluation of the returned device found the locator wings were initially bent during thumb advancer deployment, preventing the wings from fully collapsing into the delivery tubeset when the clip was fired. The bent locator wings directly resulted in difficult device removal. Although, the device was successfully removed via utilizing the access ports, one of the wings was broken off the distal retaining ring. The fully engaged plunger and open wings were consistent with post-procedure manipulation. Based on the investigation findings, the probable root cause for the damaged locator wings (bent and broken) that directly resulted in the difficult device removal is tissue compaction that exerted a distal force on the wings while in the tissue tract. Tissue trapped between the distal end of the tubeset and the locator wings can bend the wings and eventually break them during forceful removal. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.